Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2021, the patient presented with a proximal left anterior descending (lad) 99% stenosed lesion. A xience sierra stent delivery system failed to cross due to the lesions calcification. During device removal, resistance was noted again with the lesion. Another device was used in replacement. There was no adverse patient effect and there was no clinically significant delay. No additional information was provided regarding this issue.